Event description:
It was reported that while using a bd intima-ii y 20gax1.16in prn ec slm npvc the prn of one indwelling needle was melted and the tip of the needle had rust spots after opening the package. It was reported the same two problems were found in the subsequent inspection of 14 indwelling needles that were not opened. The following information was provided by the initial reporter, translated from chinese to english: the equipment technician reported that the prn of one indwelling needle was melted and the tip of the needle had rust spots after opening the package. The same two problems were found in the subsequent inspection of 14 indwelling needles that were not opened.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd intima-ii y 20gax1.16in prn ec slm npvc the prn of one indwelling needle was melted and the tip of the needle had rust spots after opening the package. It was reported the same two problems were found in the subsequent inspection of 14 indwelling needles that were not opened. The following information was provided by the initial reporter, translated from chinese to english: the equipment technician reported that the prn of one indwelling needle was melted and the tip of the needle had rust spots after opening the package. The same two problems were found in the subsequent inspection of 14 indwelling needles that were not opened.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 18-aug-2022. H.6. Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1020902. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, 15 samples were returned. Of these, only one sample displayed the reported corrosion. The issue has been confirmed. Based on level of degradation, and its location, our engineers believes that the root cause is not related to the manufacturing process. Corrosion can occur if the device is stored in a location that is exposed to high heat or an otherwise oxidative environment.